Event description:
The device was used during a laparoscopic procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.